Event description:
It was reported that a patient with an implanted pacemaker complained of shortness of breath. An allied health professional caring for this patient called and expressed a wish to make the pacemaker rate response less aggressive. No further patient complications were reported due to this event. The system remains in use. It was reported that a patient with an implanted pacemaker complained of shortness of breath. An allied health professional expressed a wish to make the pacemaker rate response less aggressive. The device is still in use. No further patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.